Manufacturer narrative:
Device evaluation; the device was returned intact and functional; the device weighed 1.5g over specification.

Event description:
Capsular contracture baker grade 4 right side, stabbing pain when taking deep breathe.